Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not working correctly on the upper right quarter of the screen, despite being calibrated five times. It was also reported that the programmer was unable to interrogate a implantable pulse generator (ipg) approximately one month ago. A different programmer was then successfully used to interrogate the ipg. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus was not working correctly on the upper right quarter of the screen. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.